Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Device received in a condition which made analysis impossible. Unable to test because an empty cassette was returned. Note: upon investigation of the meter's memory, the result of 178 mg/dl was not found. A result of 74 mg/dl was found at the reported time. A result of 184 mg/dl was found with a time listed of 11:56 pm.

Event description:
Reporter stated customer tested on the mobile system at 10:45 pm and received a result of 178 mg/dl. Based on this result customer injected 36-40 units of protaphane insulin. Customer normally takes 34 units of protaphane insulin. "Moments later" customer began to sweat and felt "unwell." At approximately 11:30 pm the customer's wife found him in the bathroom, unconscious. She treated him with dextrose and called the emergency doctor. Once the emergency doctor arrived, the customer was treated with a glucose infusion. A test was run on the doctor's meter at approximately 11:40 pm with a result of 25 mg/dl. One minute later the customer's mobile system read 180 mg/dl. At approximately 11:50 pm the doctor's meter read 50 mg/dl. At this point the customer was treated with a second glucose infusion. At 12:00 am the doctor tested customer again with a result of 79 mg/dl. The customer ate a cheese and sausage sandwich. A few minutes later, he was feeling better. Customer was not transported to the hospital. Customer is currently feeling good. The manufacturer requested return of suspect product for evaluation.